Event description:
On 16th august 2024, rayner received notification from its distributor in argentina of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation the lens was observed to be scratched.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the lens was observed to be scratched. The lens was explanted and exchanged within the original surgery session. There was no harm or injury to the patient as a result of the event. The device has not been returned to rayner. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged as possible causes of damage. Additionally, the rayone hydrophilic acrylic iol identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone toric rao610t batch 053216471 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 053216471. There is insufficient evidence and information available to determine the cause of the scratch.